Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens conducted a detailed investigation of the reported event. During a procedure, tube error messages were displayed to the user for all focal points (micro/small/large focus defect sc). On-site troubleshooting showed a problem with the tube's high-voltage (hv) power supply. The pins of the hv cable and the electric isolating silicone disk were exchanged as part of service activity, which solved the problem. A detailed investigation revealed that the hv cable pins and the silicone disk had significant contamination, which may be caused by the improper use of silicone oil, which is used for maintenance purposes. This contamination can lead to contact problems, so that the tube is not supplied with the required high voltage. According to experts, the most likely root cause of the described problem is improper workmanship during maintenance. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described was not classified as a reportable adverse event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected. The corresponding probability according to the risk analysis is in the range of inconceivable. Internal ID# (B)(4).